Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: yellow particles observed in the surface of the shell. Observed wear abrasion on the device. Observed deformation on the device.

Event description:
Healthcare professional reported capsular contracture, baker grade iii and exchange from textured to smooth due to the patient concern of the implant. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii and exchange from textured to smooth due to the patient concern of the implant. The device has been explanted. This relates to the right side.